Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that that user did not thoroughly read the instruction manual which resulted in the water filters not being replaced according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 establishment name: (B)(6).

Event description:
It was reported the gastrointestinal videoscope displayed an e01 error (water supply insufficiency error) one minute before the end of the cleaning process. The issue occurred during reprocessing. There were no reports of patient harm.